Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3, h.6.

Event description:
Patient reported right side capsular contracture (baker grade IV), "removed due to bia alcl cancer risk", devastated, "it has taken aware my quality of life", cannot sleep properly due to the pain, health declined, undergoing tests for blood cancer. The following reported events have been deemed not device related: "tired," "breast plant illness symptoms - chronic fatigue, joint pain including wrists, knees and hips, migraines, dizzy, I¿m weak and can no longer pick up my children, my joints hurt constantly, chronic fatigue, severe migraines", "have auto immune disease and my hair won¿t stop falling out". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation will be capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture of right breast," "right breast has gone hard and lumpy," "severe breast pain" and being "worried" and the implants cause cancer which I was not warned about when I agreed to having the procedure. This record represents the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red encapsulation, creases and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Patient reported "capsular contracture (baker grade IV) of right breast," "right breast has gone hard and lumpy," "severe breast pain" and being "worried" and the implants cause cancer which I was not warned about when I agreed to having the procedure. The following reported events have been deemed not device related: "tired," "breast plant illness symptoms - chronic fatigue, joint pain including wrists, knees and hips, severe breast pain, migraines, dizzy it¿s taken away my quality of life, I can no longer pick my children up, I¿m weak, my joints hurt constantly, chronic fatigue, severe migraines, I can¿t sleep properly because of the pain," and "breast plant illness symptoms." Physician reported double capsule. This record represents the right side. The device was explanted.